Event description:
The customer contact reported a delay in critical therapy following the piercing pin of the tubing set fell out of a blood container. The tubing set was to be used to deliver an unspecified volume of platelets via a plum pump. It was reported that the piercing pin of the tubing set was inserted into the administration port of a platelet container. The customer contact reported that, "as the nurse arrives into the pt's room, the blood bag attached to the set slips from the nurses hands. The bag detaches from the set and leaks onto the floor." It was reported that the piercing pin did not "fit tightly" into the platelet container. The customer contact indicated that the pt had a difficult platelet type that resulted in an unspecified delay while a new container of platelets was obtained. Although there was potential for serious injury, there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided, including of the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from an unspecified lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.